Manufacturer narrative:
H4: device manufacture date: january 6, 2022 - january 7, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had only 50% infused after 30 minutes. This was observed during patient infusion via a double lumen peripherally inserted central catheter (PICC) line. The device was filled with meropenem 1g in sodium chloride 0.9%. The device was disconnected, the line was flushed, and the flow was checked from the device; the device was found to be working. The device was reconnected and there was no change in the device after 20 minutes. The device was disconnected. To resolve the issue, the patient performed a new infusion with no further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter city: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.